Event description:
It was reported that the patient underwent a pelvic floor repair procedure. At two weeks postoperative, a 3 x 4 cm exposure of mesh in the vagina was noted. The area did not look infected. The patient was started on metro gel and estrogen cream.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.